Manufacturer narrative:
Device was used for treatment, not diagnosis. Reporter's phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. However, the assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the control unit of the small battery drive device was not functioning and was defective. It was noted that the controller was malfunctioning. It was further determined that the device failed pretest for check the triggers and electronic control unit (ecu) function, check switching function, check the off/oscillation/on switch mode function, and check the attachment coupling. It was noted in the service order that the device had a defect. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Correction: the box is device returned to manufacturer was inadvertently left blank in the initial report. The box has been checked.